Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the 90% stenosed, moderately tortuous and moderately calcified lesion resulting in the reported failure to advance and the reported difficult to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a 90% stenosed, moderately tortuous, and moderately calcified lesion in the left anterior descending artery. An unspecified stent was deployed. A 2.25x15mm trek rx balloon dilatation catheter (bdc) was advanced for post-dilatation; however, it failed to cross due to resistance with the anatomy. During removal resistance with the anatomy was also felt. The procedure was successfully completed with a non-abbott bdc. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.